Event description:
The customer reported that the unit failed to turn on in any mode.

Manufacturer narrative:
The customer reported that the unit failed to turn on in any mode. The unit was evaluated at philips, and the failure was confirmed. Replacing the power pca resolved the issue.